Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited unstable threshold measurements. X-ray confirmed lead dislodgement. Surgical intervention was performed but the lead was unable to be successfully repositioned. The lead was explanted and replaced. No additional adverse patient effects were reported.